Event description:
It was reported that the external pulse generator (epg) stopped pacing while connected to a patient. There was no sign that there was a low battery. It was further noted that there was a decreased rate. The device was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that backup pacing function was functionally normal, and the unit passed functional testing. The low battery light was confirmed to blink at 7.27 v, and light up at 6.35 v, prior to device complete shut down. (B)(4).